Manufacturer narrative:
Supplemental report. Corrections to product information.

Event description:
It was reported that there was a loudspeaker failure. It is unknown if the device was in clinical use at the time the issue was discovered. However, there was no report of an adverse event or patient harm.

Manufacturer narrative:
The philips field service engineer (fse) confirmed the reported issue during the verification of the functioning of the servers; it is verified that the monitoring center does not ring. The cause of the reported problem was a speaker malfunction. The speaker was replaced in the pic ix monitoring center computer to resolve the issue. Reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).